Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The reported problem could not be confirmed in the field logs and could not be replicated during failure analysis. The universal surgical manipulator (usm) was able to pass sine cycle, brake hold/release voltage, advanced brake and all friction tests on the patient side cart fixture test platform (pftp). The usm was also installed onto a system and functioned properly during backdrive and clutching. A visual inspection did not find any factors that could have contributed to the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the system ergonomics were not correct. The surgeon described non-intuitive motion of the left hand in universal surgical manipulator (usm) 1 while using a fenestrated instrument, though there were no issues with general ergonomics and no related errors were found in the logs. The scope was in usm 2. The technical support engineer (tse) suggested swapping instruments between usm 1 and usm 3. The user had reseated the drape on usm 1 and replaced the instrument with some change. It was advised that the issue might be drape related, and the tse suggested replacing the drape on usm 1 or using usm 2, 3, or 4 (with usm 4 not in use for the three-arm case). The caller ended the call and later called back to report that adjustments were made on usm 1 with the sterile adapter, temporarily resolving the issue, though the site did not have full confidence in usm 1. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported instrument was a fenestrated bipolar forceps and the issue occurred in the second procedure of the day on sq0182. The reported instrument has been used since the date of the incident with no issues. The customer will not be returning the instrument. The customer described the instrument motion as an intermittent issue in which the instrument moved on its own in random directions. They finished the procedure robotically with the same instrument and intermittent issue. There was no harm to the patient. The customer was unable to provide any further information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported issue nor confirm it in the system logs. The fse later returned and found universal surgical manipulator (usm) 1 to be stiff when moved by hand while clutched. The fse replaced usm 1. The system was tested and verified as ready for use. Isi received the da vinci product to perform failure analysis; however, analysis is still in progress. A follow-up MDR will be submitted once the product has been evaluated and/ or if additional information is received.